Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was deformed/broken tube (unusable) the following information was provided by the initial reporter. The customer stated: there was "blood leakage due to damage of the inner tube."

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary bd received 2 contaminated samples and 1 photograph from the customer in support of this complaint. Evaluation of the returned samples indicated a leakage between 2 tubes. Photograph attached confirmed the defect. Additionally, 10 retained samples were taken and drawn with water, using bd single use holders and multi sample needles; no leakage occurred between the inner and outer tubes. Bd was able to confirm the customer¿s indicated failure mode with the photograph and samples provided. Bd was not able to identify a root cause for the indicated failure mode. Complaint history review was conducted and only the current complaint was found relating to the incident lot number 1347922 and the ¿as reported¿ defect code. A review of risk management documentation indicates that the potential risk of the reported failure mode was appropriately assessed. S1 vrmw23-001 rev. 5 line 2.4.1.1. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. The following fields were updated due to additional information: d9. Device available for evaluation? Yes; d9. Returned to manufacturer on: 08/10/2022. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was deformed/broken tube (unusable). The following information was provided by the initial reporter. The customer stated: there was "blood leakage due to damage of the inner tube."